Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation had a cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The implantable cardiac defibrillator system was returned with no information. A database search revealed the patient died over 2 years ago and less than 1 year after implant. Follow up has been inconclusive. No previous contacts, complaints, or allegations have been made against the system or any of the individual components.

Event description:
Asku